Event description:
It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd pen ndl 32g 6mm were unable to deliver insulin or medication. The following information was provided by the initial reporter: it was reported that there was no insulin flow when taking injection. When insulin does not come out the removal of the pen needle shows the non patient end bent. Date of event: unknown. Samples: yes.